Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location prior to patient use. The device was filled with 14400mg benzylpenicillin in 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from april 17, 2020 - april 23, 2020. H10: the actual sample was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample which indicated a leak occurred. The cause of the fluid inside the bag was due to the broken tubing at the junction of the white flow restrictor. Further inspection revealed that the portion of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of the broken tubing was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.